Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 2 of 6 on the homechoice (hc). The patient was connected at the time of the alarm. The patient stated that they saw air in all the lines, but that there was no obvious reason for the air. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the patient in clearing the alarm and advised the patient to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.